Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2009. There has been no reported revision procedure to date. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number & expiration date - unknown. Manufacture date ¿ unknown. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(6) clinical study and submitted medwatch 1825034-2013-03083 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-03999/04000).